Manufacturer narrative:
Despite multiple requests to the field, no additional details about this event or the lead were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited a rise in pacing impedance measurements and failed to properly pace the patient. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.